Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca to treat the target lesion. A second endeavor sprint rapid exchange (rx) drug eluting stent was implanted abutting in the mid rca to treat complications of a dissection after the initial stent implantation. It is reported that the pt recovered with treatment. In the investigator's opinion, the event of coronary artery dissection was remotely related to the study device and possibly related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (dissection).